Manufacturer narrative:
H6: added type of investigation codes b13 and b24. H11: added the results of the investigation. Investigation summary: the device was not returned for evaluation. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Device history review: this pump sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp the patient had multiple hypotensive episodes overnight. Vasopressors increased. Heart team is not planning for escalation/advanced therapies due to patient medical non-compliance. The patient was deemed not a candidate for escalation. The patient made a do not resuscitate and the patient expired on support.